Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/30/2023, it was reported by a sales representative via sems-06070364 that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer were bound together. This was discovered after a case, and had no effect on the patient.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base of the angled reamer. Functional testing with the mating part ar-9676 returned reveals that the devices did not rotate freely due to the damage around both devices. Ar-9597-10 and ar-9676 were received separately. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.